Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5181000.

Event description:
A voluntary medwatch report was received on 1/15/2026. According to a maude report received on 12/14/2025, the reporter stated that a dexcom g6 sensor displayed a glucose value of 67¿mg/dl while a finger-stick measurement read ¿high,¿ corresponding to a value over 600¿mg/dl. This discrepancy led to an emergency room visit. No additional patient or event details were provided.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported ¿feeling off,¿ experiencing increased thirst, and significant fatigue. At home, the patient¿s cgm displayed glucose values of 60 mg/dl, 67 mg/dl, and 89 mg/dl, while a bg meter reading showed 600 mg/dl. Due to the discrepancy in glucose readings and worsening symptoms, the patient sought evaluation in the emergency room. Upon arrival, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with intravenous fluids and insulin therapy. The patient remained in the ER for approximately five hours before being discharged home. At the time of the report, the patient continued to experience significant fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.